Event description:
The customer reported that the device has a solid red x with a chirp. There was no reported patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
.